Event description:
Medtronic received information that during use the cardioblate gemini s-clamp broke. The customer stated excessive force had not been used while attaching the clamp to the guides. The product was replaced. There was no adverse effect to the patient. Additional information received: the clamp broke inside the patient after the first series of ablations on the left side. When changing to the right side placement of the clamp, this went smoothly but the clamp broke during pulling retraction of the guidings left outside the patient before positioning around the right pulmonary veins. Luckily no laceration or tissue damage was involved. There was no damage to the product packaging. The cable was not broken. The jaws of the device were not clamped onto a surface besides tissue

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Product analysis : visual inspection shows the tip is broken off one of the jaws. Device was cleaned using a 10% bleach solution. Additional visual inspection shows no tool damage at the break. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.